Event description:
It was reported that the patient received inappropriate atp and hv therapy for supraventricular tachycardia. The device correctly diagnosed the svt but the svt therapy timed out, and inappropriate therapies were delivered. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.